Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that six case screws were missing, and nothing comes up on the display when it is turned on due to the board cable connector was disconnected. It was also noted that the upper case, lower case, battery drawer and lead flex cover were broken, the battery release was sticky and contaminated, the side bail covers, ring cover, side bails and ring were missing, and the battery contacts were compressed. (B)(4).

Event description:
It was reported the epg (external pulse generator) is missing several back screws, and nothing comes up on the display when it is turned on; it appears to have been dropped. The epg was returned for repair. There was no patient involvement.